Manufacturer narrative:
Batch documentation for the affected device has been reviewed and no relevant problems or deviations were registered. No earlier complaints are registered for this lot. Review of batch documentation did not lead to any clear conclusion, therefor the root cause could not be established. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.

Event description:
The adverse event occurred outside us, in (B)(6). The device lofric primo includes a wetting solution bag (sachet) that is used to activate the hydrophilic catheter coating before use. This is done by squeezing the integrated bag to release the wetting solution with the catheter in its package. When the user squeezed the sachet to activate the coating of the catheter, the wetting solution came out from the side of the catheter package, indicating that the package's sterile barrier was compromised. The catheters were not used, and there was no harm or clinical impact on the user.